Manufacturer narrative:
Block h6: code f1001 is being used to capture the reportable event of absence of treatment.

Event description:
It was reported that the spaceoar placement procedure under general anesthesia was aborted due to a technical issue. The kit used for the procedure became clogged during injection, likely caused by improper handling of the syringes during preparation. Air entered the patient, but no hydrogel was administered. The needle was removed to restart the procedure with a second kit, but the presence of air compromised visualization, leading to the decision to abort the procedure.